Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, 90% stenosed proximal left anterior descending artery, with a bend at the bifurcation. Three balloon inflations were performed with a 3.0x12 mm trek balloon and there was a residual stenosis of 40%. Rotablation was then performed in the target lesion which caused a perforation at the proximal edge of the target lesion. The perforation was sealed with long balloon inflations. A 2.5x33 mm xience xpedition was deployed at 10 atmospheres, after which there was a residual stenosis of 10%. The procedure ended successfully. On (B)(6) 2013, the patient was rehospitalized for angina at rest and experiencing a myocardial infarction. Using optical coherence tomography (oct) the stent implant was observed to be fractured and in two pieces. Two xience xpedition stents were deployed for treatment of the fractured stent and the patient is reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch, cine cd and optical coherence tomography (oct) image review revealed the following: there is an aneurysm around the proximal end of the stent and a stenosis in the mid-distal stent. Oct is performed followed by several balloon inflations within the stent and stent deployments along the length of the previously deployed stent. This is followed by post-dilatations.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed including cine and oct review, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, the reported patient effects of angina, myocardial infarction, stenosis, and aneurysm are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Based on review of all the available information, there is no indication of a product quality deficiency with respect to design, manufacturing, or labeling.